Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated with an unknown balloon. A 2.50x12mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. The lesion was predilated again, but the stent was still unable to cross the lesion. When the physician removed the device from the patient, stent damage was noted. The procedure was completed by stenting with a bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.